Manufacturer narrative:
A partial lead with the connector pin measuring 12.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high, out of range, pacing lead impedance and increased capture threshold were observed. The lead was capped and replaced during a device change-out due to normal eri. Patient was asymptomatic.